Event description:
When pt used excel off brand reagent the results would be extremely high and erratic. Examples were provided of the following. They stated that they tested and received a result in the 400 mg/dl range. Upon a immediate retest they received result 200 points lower. On another occasion they performed back-to-back testing and received results of 152, 124, and 112 mg/dl. The difference between these results it acted upon could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained the customer that bayer does not provide or support the use of an offbrand reagent.